Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, incomplete expansion was noted after deployment. Balloon aortic valvuloplasty (bav) was performed, which caused the caused the valve to dislodge. A snare was used to position the valve in the ascending aorta. Subsequently, a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.